Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The patient presented with fibrosing mediastinitis and pulmonary artery stenosis. The target lesion was located in the severely tortuous pulmonary artery. After a 0.035 unspecified guidewire and an 8f non-boston scientific guide catheter were crossed the lesion, pre-dilation was performed. Following pre-dilation, a 7.0x30x135cm express ld vascular stent was advanced for treatment. However, the stent dislodged and could not cross the lesion. The physician tried to remove the device but failed. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The patient presented with fibrosing mediastinitis and pulmonary artery stenosis. The target lesion was located in the severely tortuous pulmonary artery. After a 0.035 unspecified guidewire and an 8f non-boston scientific guide catheter were crossed the lesion, pre-dilation was performed. Following pre-dilation, a 7.0x30x135cm express ld vascular stent was advanced for treatment. However, the stent dislodged and could not cross the lesion. The physician tried to remove the device but failed. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR: a express ld was received for analysis. A visual examination of the returned device confirmed that the balloon was not tightly wrapped and had been subjected to positive pressure. No issues were noted with the balloon material. The device was received with the stent deployed form the delivery system. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR.: a express ld was received for analysis. A visual examination of the returned device confirmed that the balloon was not tightly wrapped and had been subjected to positive pressure. No issues were noted with the balloon material. The device was received with the stent deployed form the delivery system. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.

Event description:
It was reported that stent dislodgement occurred. The patient presented with fibrosing mediastinitis and pulmonary artery stenosis. The target lesion was located in the severely tortuous pulmonary artery. After a 0.035 unspecified guidewire and an 8f non-boston scientific guide catheter were crossed the lesion, pre-dilation was performed. Following pre-dilation, a 7.0x30x135cm express ld vascular stent was advanced for treatment. However, the stent dislodged and could not cross the lesion. The physician tried to remove the device but failed. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.